Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse confirmed the 300 - master control board, 200 - laser power supply and 600 - chiller error codes. During troubleshooting, there were interlock errors and the chiller would not start. The coolant level was low in the chiller and was refilled with clean deionized water. After starting the console, the chiller started and then shut down. There was a burning smell coming from the voltage select board (vsb); therefore, it was replaced. As a precaution, the emergency stop switch was replaced and the system was restarted. The laser console powered on with no further issues. After calibration, the console passed full functional and electrical safety testing. The review completed on the device history record (DHR) for this console confirmed that it met specification prior to release, and the most recent console inspection found it to be fully functional with no issues. Based on the information available, the reported event was most likely due to an electrical fault in the voltage select board. The vsb failing could provide wrong voltages to the system, triggering various error codes. Also, the low coolant level could have contributed the fault conditions as the laser console could not properly cool itself. This would preventing the chiller from starting and shut down the system as well.

Event description:
It was reported that error codes 201.11, 302.11, 303, 330 and 652 were displayed at a time where there was no patient involvement. When the console was serviced, the coolant level was found to be low and when the chiller started its flow the laser would shut down. A burning smell was also detected during service.